Event description:
During a laparoscopic assisted vaginal hysterectomy procedure, the device was fired once or twice and upon the thrid firing, the device made a loud cracking noise and would not fire any longer. A second device was opened and fired a couple of times, and then the reload fell off in the patient's abdomen. The reload was retrieved and a third device was opened and the case completed. The or time was extended only a couple of minutes to retrieve the fallen reload. There was no patient consequence.